Event description:
Reporter alleged obtaining discrepant patient blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 231 mg/dl when testing was performed on the inform system. Reporter stated the patient was not experiencing any hyperglycemic symptoms at the time of testing. It was stated quality control testing is performed daily, was performed on the day of the alleged incident, and values were found to be within range. Reporter indicated no further information was available to provide. A request was made for the return of the suspect device and replacement product was sent.